Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported does not prompt to load set when key is inserted; does not detect loaded set which was confirmed during evaluation. The cause was determined during a visual inspection to be damaged lower auxiliary link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found a load set screen does not display. The cause was determined during a visual inspection to be damaged lower auxiliary link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt to load set when key was inserted and did not detect loaded set during programming/setup in the operating room. There was no patient involvement. No additional information is available.